Event description:
It was reported that the patient skipped a single beat on telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead (B)(6), 5086mri58, implantable pacing lead (B)(6) 2013, 310c33 tissue valve (B)(6) 2013. (B)(4).